Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with cold insulin and was unsure of how much the cartridge was filled with. Recommendation was made to fill the cartridge with room temperature insulin per pump labeling instructions. In addition, the customer was having difficulty charging the pump. A replacement wall adapter was sent to the customer. Customer reported blood glucose level was 200 (mg/dl). Although confirmation was requested as to whether or not the wall adapter resolved the reported charging issue, it was unable to be confirmed.